Event description:
During a remote follow-up, noise that resulted in oversensing was observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage and insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.